Event description:
Patient was initially skin tested in 2000. A second test was given one month later using same lot. Both tests were negative. Pt received several treatments over next few months. 5 months later, pt received .7 cc of collagen) in depressed scar on forehead before physician noted blanching and discontinued treatment. The injection sites were treated with warm compresses. Physician prescribed nitroglycerine paste topically beginning as well as 400 mg of trental taken orally three times a day. Physician has diagnosed necrosis of injection site due to the collagen injection.